Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient¿s ins was overdischarged because the patient hadn¿t used it for the past two months. It was reported that the patient had more difficulty charging the ins since (B)(6) 2016 when it was implanted. The patient reported that the charge does not last as long and the it takes longer to charge. The patient noted that the ins is smaller than their previous ins and is deeper in the pocket. As a result, the patient loses coupling much easier. The antenna locate feature was used to locate the optimal charging position and the device was restarted. The patient was able to charge with 8 coupling boxes. No symptoms or complications were reported.